Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was presented to the hospital after receiving an inappropriate shock. The right ventricular (rv) lead triggered a lead warning for high and intermittent impedance and artifact, which provided a strong indication of a lead fracture. The lead was capped and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were eleven non-sustained tachycardia and six ventricular fibrillation episodes of less than 220 milliseconds. Ventricular-ventricular cycles are recorded between 2013 (B)(6) and 2013 (B)(6). 28222 of 28225 lifetime ventricular short interval counts occurred since 2013 (B)(6). An out of tolerance subthreshold lead impedance alert was recorded on 2013 (B)(6) and 2013 (B)(6). A maximum right ventricular pace impedance rises from an approximate baseline of 450 ohms to greater than 2000 and 6000 ohms respectively the weeks ending 2013 (B)(6) sep and 2013 (B)(6). The maximum superior vena cava impedance rises from an approximate baseline of 50 ohms the week ending 2013 (B)(6) to greater than 170 ohms the week ending 2013 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.